Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2019. It was reported that the patient wore the sensor beyond seven days, which is misuse of the device. Data was evaluated, and the allegation was confirmed. The probable cause could not be determined. The patient had calibrated the cgm several times and the readings were still inaccurate. His wife called an ambulance because they weren't sure if there was an issue with his bg meter or with the cgm system. No symptoms were reported. An emergency medical team arrived and performed a blood sugar check and blood pressure check. Results were normal (specific values not provided). No medications or hospitalization were needed. At the time of the report the patient was doing fine. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No injury or medical intervention was reported.